Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2020 / serial#: (B)(4). Device available for eval: yes, return date: 28-may-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 04-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the first deployment of the leadless pacemaker high thresholds were recorded and only one of the device's tines engaged. The leadless pacemaker was recaptured and deployed in another location. It was noted three tines engaged however high thresholds were again measured. It was also noted that the thresholds were measured a second time and had risen, the device was recaptured again. It was also reported that when attempting to pass through the tricuspid valve by retrogressing the delivery catheter to the right atrium, there was an occasion that the delivery catheter was bent in a l-shaped curve. It was further noted the delivery system was inspected and effectiveness of the deflection button became poor, and the catheter became incapable of shaping a curve as intended. It was further reported the tip of the delivery catheter deformed. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 8.7 cm from the distal end of the delivery system. There is exposed wire mesh on the outer shaft at 3.8 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The delivery system was able to deploy the device and recapture the device in the recapture cone and device cup without resistance. If information is provided in the future, a supplemental report will be issued.